Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed in two segments, around 146 millimeters from the terminal end, with the helix mechanism in a retracted position. Setscrew marks were in the correct location on the terminal pin. Calcification was observed on the lead tip. Testing was completed to assess lead electrical performance; the test was within normal limits. However, an open circuit was noticed while touching the observed calcification. Laboratory analysis was able to confirm the clinical observations of high out-of-range impedance and high capture threshold due to direct observation of calcium deposits on the tip of the returned lead.

Event description:
It was reported that this right ventricular (rv) lead had high out of range pacing impedances and high pacing thresholds. This rv lead was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. This rv lead was eventually returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead had high out of range pacing impedances and high pacing thresholds. This rv lead was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.